Event description:
Ous MDR - the patient is concerned something in the device is causing her an allergic reaction. She has a known allergy to stainless steel. This is all of the information provided to us. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Furthermore, this pacemaker is completely made of titanium including the screws in the header.